Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out again if the problem reappears, which they understood and acknowledged.